Event description:
Per the clinic, the patient experienced a decrease in performance. The results of an integrity test in 2009 indicate normal receiver stimulator function with multiple electrode anomalies. Patient was explanted 2 months later, and the patient was reimplanted with a new device during the same surgery.